Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. The returned sample was received in fair condition without hose or power cord. Filter was clean. Installed test hose and power cord. Attempted to power on dut. Led indicators illuminated and power on sequence was interrupted. A product sample was received for evaluation. Functional and visual testing were performed. The evaluation was performed, and the reported issue was duplicated. A returned sample was received in fair condition without hose or power cord. Filter was cleaned and installed test hose and power cord. Attempted to power on dut, the led indicators illuminated and power on sequence was interrupted. Checked plug connections at control board and they were found too tight. The root cause of the reported issue was a faulty control board part. The technician replaced the control board with a known good test board. Powered on device and it operated as intended.

Event description:
It was reported that the device won't turn on. No patient injury was reported.